Manufacturer narrative:
(B)(4): the customer advised physio-control that after replacing the therapy connector assembly, proper device operation was observed through functional and performance testing. The device was not returned to physio-control for evaluation.

Event description:
The customer reported that the therapy connector assembly on their device had a broken pin stuck inside from a therapy cable assembly. With the broken pin stuck within the connector, the device was unable to detect the connected defibrillation paddles assembly. This reported issue was discovered during routine testing of the device and there was no patient use associated.